Manufacturer narrative:
Concomitant medical products- model: ddmc3d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and oversensing noise. In office testing was unable to recreate noise/oversensing with isometric maneuvers or pocket manipulation. A potential connection or set screw issue was suspected due to a recent implantable cardioverter defibrillator (ICD) changeout. A revision procedure was scheduled, and the device pocket was opened and set screw was noted to be slightly loose. The set screw was backed off completely and the lead pin was removed from header, re-inserted and tested through device. Normal test values were demonstrated. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was extracted and the right ventricular (rv) lead was capped. A new device and rv lead were implanted. No patient complications have been reported as a result of this event.